Event description:
It was reported that when the competitor¿s pencil was switching between monopolar and bipolar during a procedure, the unit¿s monopolar would stopping giving energy after a few seconds of use. Another ft10 was used to complete the surgery. Another generator was used to complete the surgery. There was no patient injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)